Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 25.0, 15.0, and 9.0 mmol/l. Tests were done within 20 mins. Pt did not experience any adverse events. No further info has been reported.